Event description:
The 6f guide catheter sheared off at approx 12" distal to the hub. A voluntary medwatch report was received indicating the physician was removing the catheter after it became kinked. During the removal of the catheter through the sheath, the guide catheter sheared off at approximately 12" distal to the hub and remained in the pt. Further info indicated the unit was totally torn apart; with the assistance of the interventional radiology staff, the unit was snared out and eventually removed through the left femoral artery. It was believed that the catheter kinked when the physician over-torqued the device.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. Add'l info will be submitted within 30 days upon receipt.